Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 275cc mentor memorygel breast implant and experienced postoperative right-sided rupture and bilateral capsular contracture (baker grade 3). The patient reported right-sided breast pain, and breasts asymmetry was noted upon physical examination. As a result, the patient underwent bilateral removal and replacement with 275cc mentor memorygel breast implant, catalog # 3502751bc, right serial # (B)(4) and left serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.